Manufacturer narrative:
(B)(4). Batch # n55c88. The analysis found that one pse60a device was returned with no apparent damage and with one ecr45g cartridge reload present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the 60mm IFU. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during a wedge right upper lobectomy procedure, the device would not release. Used the emergency release with great difficulty. Procedure completed with same/like device. There was a five minute delay to the procedure. There was no reported adverse consequence to the patient.